Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device has not been returned to the manufacturer for investigation. However, on march 16, the sales rep visited the account to follow up on the event. The probe was attached to a holster and initialized. During initialization, a breast tissue sample was transported back to the sample management cup. Based on product knowledge, the reported event could be caused by a lack of vacuum. Without the customer holster and the complaint device, a root cause cannot be confirmed. Due to the discovery of the tissue, during the sales reps visit, this event was assessment against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The customer reported that the 13g probe would not take samples. They heard a grinding "metal on metal" sound and tried taking samples at the 4 o'clock position and nothing came back.

Event description:
The customer reported that the 13g probe would not take samples. They heard a grinding "metal on metal" sound and tried taking sample at the 4 o'clock position and nothing came back.

Manufacturer narrative:
New information as of 6/1/2018: one mep 13 was received on april 02, 2018 for investigation. Device analysis was conducted on june 1, 2018. One device used from lot f11801555d was received with the cutter fully closed. Device would not take samples initially. However, when cleared dry blood was found clogging the cutter. Chicken samples were attempted, but would not transport, likely due to dry blood. However, could not determine root cause with certaintinty. Vacuum spout was damaged on probe. This further confirms the determination to report this event due to potential miss or loss tissue samples. Thus pursuant to 21 cfr §803, we are submitting this supplemental report. As a result the following sections have been updated to reflect the new data; updated report date -UDI#: added number (B)(4). Added date returned to manufacturer-4/2/2018. Updated date received by manufacturer to 6/1/2018 g7: changed to follow-up and included 1 as the follow up number h2: added follow up type to -additional information h3: updated device evaluated by manufacturer to yes h6: updated method code: 10 - actual device evaluated updated results code: 180 - mechanical problem updated conclusion code: 17 - evaluation conclusion h10: updated the narrative and included the changes